Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument was not analyzed and the complaint was not confirmed by failure analysis as the item was lost in process and after many efforts it was not able to be located. The probable root cause cannot be determined based on the information provided. Since the instrument was lost, the reported event was unable to be confirmed or replicated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer stated that the mega suturecut needle driver instrument was noted to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed there were no issues related to opening/closing of the grips before the wire broke, but after it broke. There were issues related to the grips' left/right (yaw) motion. The reporter could not remember if there were any issues related to the up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument. The reporter thought that the protruding cable controlled the opening/closing of the jaws. The reporter could not remember if the protruding cable was the one that controls the up/down motion of the wrist. There were no photographic images of the device or a video recording of the procedure available for isi review.